Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("the patient underwent a simple subtotal hysterectomy with bilateral salpingectomy") in a (B)(6) female patient who had essure (batch no. B44003) inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal had not resolved. The reporter considered medical device removal to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("the patient underwent a simple subtotal hysterectomy with bilateral salpingectomy") in a 40-year-old female patient who had essure (batch no. B44003) inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal had not resolved. The reporter considered medical device removal to be related to essure. Lot number:b44003 manufacture date:2013-06 expiration date: 2016-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.